Manufacturer narrative:
(B) (4). The ge service rep repaired the ic b206 power supply. The system operates as intended.

Event description:
The customer reported that the ic b206 power supply failed on the sys. No pt injury was reported.